Manufacturer narrative:
It was reported the fabric foundation of the unit was burned by an internal component. Our investigation revealed that the heater wire had been dislodged and allowed to tangle together, creating an area of excessive heat. There was no indication of an actual burn, and the unit still functioned properly, however, the fabric had become significantly discolored. We also observed that the unit showed signs of being folded during use as well as being bunched or wadded, which is contrary to our warnings and instructions and indicates misuse on the part of the consumer. We concluded that there was no defect in the performance of the unit, and that this report was caused by misuse on the part of the consumer.

Event description:
It was reported the fabric foundation of the unit was burned by an internal component.